Event description:
No additional event information is available at the time of this report.

Manufacturer narrative:
Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Review of provided CT scan identified chronic ununited fracture of the acromion process with inferiorly displace fracture fragment narrowing the subacromial space. Fracture of acromion of scapula, right, sequela. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00434901413 humeral stem 14 mm 6248547, 00434903603 poly liner plus 3 mm 62471628, 00434901500 base plate 15 mm post 62541526. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 03681, 0001822565 - 2019 - 03682, 0001822565 - 2019 - 03684.

Event description:
It was reported through the clinical study that the patient had an initial right reverse total shoulder replacement. Subsequently, the patient complained of dissatisfaction and pain due to acromion fracture six (6) months post primary implantation after an unknown incident in therapy and the patient was treated to full recovery. No additional patient harm has been reported.